Manufacturer narrative:
This device is not sold in the u.s. But a similar device is. The device is returned and an evaluation completed for it. The facility is compliant with reprocessing which was carried out per the manual. Upon inspection of the device, it was observed that foreign material came out from the tip due to damage of the suction channel in the operation part. Identity of the foreign material is not known. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned to the service center for evaluation and repair of the jig brush insertion failure. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that foreign material came out from the tip due to damage of the suction channel in the operation part. This medwatch is being submitted for the presence of foreign material in the device as observed during device evaluation.

Manufacturer narrative:
Correction: d5 - health professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Foreign material was confirmed, but not specified. There were not reported deviations in reprocessing. Olympus will continue to monitor field performance for this device.